Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a leak from the tubing near the non-reopening clamp. The bag was then filled with water, and a leak test revealed a slow dripping leak coming from the tube. The clamp was found to have damaged the tubing. The cause of the clamp issue was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag split at the side seam during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.